Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of swelling and redness were noted. It was believed that the infection was not device related and nothing happened that may have caused it. The patient was placed on antibiotics and underwent an explant procedure.